Manufacturer narrative:
Novocure medical opinion is that a contribution of device use to the headache cannot be ruled out. Nausea is a common secondary symptom of headache. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm).

Event description:
A 49-year-old female with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. Novocure was informed on (B)(6) 2024, that the patient experienced headaches and nausea since starting optune gio therapy. On (B)(6) 2024, the patient's caregiver reported that the patient was hospitalized and temporarily discontinued optune gio therapy since (B)(6) 2024. Novocure received additional information on (B)(6) 2024, that the four days the patient was on optune gio therapy, she was miserable due to headaches that subsequently led to being hospitalized. Per an available medical record, it was discovered the patient had a history of chronic migraine headaches without aura. The patient ended optune gio therapy on (B)(6) 2024. The prescribing physician was contacted for further details without reply.